Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the ER after receiving multiple inappropriate hv therapies for svt. The device was reprogrammed and no further issues were reported.